Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that a partial seal occurred. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroid surgery, the handpiece had insufficient sealing. Energy output and sealing completion sound were confirmed. There were no errors appeared during the procedure as well, but the sealing felt less secure/less tight than usual, and oozing also occurred. It was used on small blood vessels or lymphatic vessels. The jaw region was a little dirty and was cleaned every time it got dirty. The procedure time was extended for about an hour. After the surgery was completed, it was inserted and closed up to the drain, there was a larger amount of blood and lymph coming from the drain, so it was reopened and was compelled to hemostasis procedure. The generator was used with another device and it worked with no issues.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroid surgery, the handpiece had insufficient sealing. Energy output and sealing completion sound were confirmed. There were no errors appeared during the procedure as well, but the sealing felt less secure/less tight than usual, and oozing also occurred. It was used on small blood vessels or lymphatic vessels. The jaw region was a little dirty and was cleaned every time it got dirty. The procedure time was extended for about an hour. After the surgery was completed, it was inserted and closed up to the drain, but bleeding was observed from the drain, so it was reopened and was compelled to hemostasis procedure. The generator was used with another ligasure and it worked with no issues.